Event description:
It was reported that stent fracture occurred resulting in additional stenting. The patient underwent emergency cardiac catheterization that revealed significant stenosis in the right coronary artery (rca). The target lesion had diffuse involvement and high calcification. A guidezilla ii guide catheter was used to improve support in advancing the devices through the lesion. A 2.75x28mm synergy drug-eluting stent was initially implanted but angiography revealed stent fracture and a non-bsc stent was implanted in a proximal third. The fracture region consisted of the initial curve of the rca, where the guidezilla ii guide catheter was extensively manipulated at the area where the stent fracture occured. Another 2.25 x 28mm synergy drug-eluting stent was advanced but during navigation in the guide catheter, resistance was noted and the stent was trapped in the initial portion of the guidezilla guide catheter. The devices were removed and it was noticed that the stent mesh was damaged. The procedure was completed with another of the same device. No further patient complications were reported.